Event description:
It was reported to medtronic minimed that the customer experienced occluded, pump error 130, exposed to magnetic field or MRI, damage (physical or cosmetic), no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-386a, mmt-1880. Troubleshooting was performed."pump error 3739, 4143, 7980, 82, 130" customer reported receiving a pump error. Customer was able to clear the error bumped/dropped/cosmetic damage customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Insulin flow blocked alarm customer reported insulin flow blocked alarm (past/resolved event). Issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-386a. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 130 noted during testing. No alarms/alert/anomalies noted during testing. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. Pump error 130 occurred on 12/04/2024 16:45:43.000 in the history files. Pump was cut to perform visual inspection and found evidence moisture damage on pcba 1 and pcba 2. Confirmed pump alarmed insulin flow blocked alarm on 10/04/2024 00:47:08.000 bolus, 10/04/2024 16:42:10.000 bolus and 10/05/2024 15:43:52.000 bolus in pump downloaded history during bolus. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, serial number label missing and end cap address label missing. Pump error 130 was not confirmed and was noted in the history files. Unable to verify exposed to magnetic field or MRI. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Cosmetic damage located at the battery compartment. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.